Manufacturer narrative:
(B)(4).

Event description:
The customer was having issues with quality control results for ise indirect na gen.2 (na) on a cobas 6000 c (501) module that began on (B)(6) 2017. On (B)(6) 2017 the customer had problems getting acceptable quality control (qc) results but was eventually able to resolve it. On (B)(6) 2017, qc results were acceptable but they were getting more critical na patient results than they would expect. The customer repeated qc and they failed. The customer then ran an ise prime and re-calibrated. Afterwards, qc was acceptable again. The customer repeated 52 patient samples and erroneous na results were identified for 43 patient samples. The erroneous results had initially been reported outside of the laboratory. See attached data for patient results. The customer did not know if an adverse event occurred. No adverse event was reported. Patient ID 170390193 was discharged on 02/09/2017. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and did not identify any issues. The fse performed a visual inspection and ran verification checks. The customer successfully completed calibration and qc. The fse performed mechanical checks with no issues. All rinse dispense levels were acceptable. Ise checks were completed with no errors and precision results were within specification.

Manufacturer narrative:
The na electrode lot number was u06, installed on (B)(6) 2017. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to mis-sampling of patient samples, ise flow related issues, calibration errors or other related problems. The customer indicated they are not having any further issues.